Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks was observed. Visually inspected the returned usb charger and usb cable and and burn marks was observed. Visual inspection has been performed on the power adapter and no issue was observed. A load tester was utilized to evaluate the returned power adapter, and the voltage was measured. However, result fell outside the specified range, leading to a failure in the power adapter testing. Extended investigation has been performed. Visual inspection has been performed of the reader casing. Consistent heat damage was observed with reader being placed on a hot surface such as a cooker hob. Heating hob ring witness marks are clearly visible on the reader casing and serial number label. Heat damage was observed to the usb cable. Heat damage is also consistent with the cable being placed on a hot surface as the yellow pvc cable sheath has been melted from the outside. Therefore, this issue is not confirmed to user error. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader, cable and adapter passed all tests prior to release . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the fast draining battery, however during investigation to burn marks were observed on the reader and usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the fast draining battery, however during investigation to burn marks were observed on the reader and usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.